Event description:
It was reported by the customer that fluid had ingressed into the mattress foam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.